Manufacturer narrative:
The biomedical engineer reported to service that the system failed during a cysto procedure. The system would take a digital spot but not fluoro. Tech service troubleshot with the biomedical engineer and determined the atp console board had failed and gave biomed replacement part. On a follow up call, biomed said he ordered the board and replaced it and that the atp console board resolved the issue. The system was currently fully functional.

Event description:
Customer reports the system failed during a cysto procedure. Staff was able to move the patient to another room and complete the procedure without incident. No additional patient details were available. No reported injury.